Manufacturer narrative:
Date of event was not provided. The used blade presented with signs of shedding. It was observed to have tube runout well within design requirement with no indication of damage to any of the components. The pattern of the galling on the tip of the inner blade suggests that radius of the inner blade tip was irregular. Although still within the profile tolerance, protrusions on the radius surface are indicated to have ridden on the inside of the outer tip. Actions were initiated in august 2012 and require all fabricated edge forms to be reworked in order to eliminate the protrusion at the tip radius, which is the cause of the problem. The returned assembly was fabricated prior to the corrective action, which is currently in place. A review of the device history record was performed which confirmed no inconsistencies. The device was built to the then current specifications. After the evaluation the root cause for the reported incident was found to be a manufacturing issue which has since been addressed. The company will continue to analyze additional complaints as they are reported. (B)(4).

Event description:
During a knee procedure, it was reported that metal abrasion was inside the knee/body. The knee was cleaned and flushed by the doctor. A fifteen minute delay, no patient injuries or complications were reported. A back-up device was available.